Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she has been experiencing high blood glucose levels for the past two months. Customer's current blood glucose level is 353 mg/dl. Patient expressed symptoms of abdominal pain, acid reflux and nausea. Troubleshooting was performed and no damage to the drive support cap was noted. Time, date, basal and bolus wizard settings were also correct. Customer reported a low reservoir alarm in the insulin pump alarm history. Trouble shooting also performed the high pressure test and the test did not pass. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.